Manufacturer narrative:
A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it partial split in cross direction metal not exposed. The probe check function was unable to performed due to the probe unit was broken off; the missing portion of the probe unit measured approximately 17mm was not returned for evaluation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that at the conclusion of a therapeutic laparoscopic total hysterectomy procedure; the probe broke after the physician removed the device from the patient. The physician observed an error message prior to the removal of the device. It was reported that no device fragment fell into the patient. The intended procedure was completed with the same device. There was no patient injury reported.